Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the inability to evaluate the physical device, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Lot 070720-1042 or 070720-1052; the facility is unable to determine which lot number was used on which patient and therefore, both are being reported. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus two (2) patients had a large ureteral stenosis after using the subject device. Patient number two (2)'s therapeutic procedure, a semi-rigid ureteroscopy was approximately twenty-five minutes long. A non-olympus pump was used for infusion at 80 mmhg and a 200 flow rate. The physician does not recall the subject device settings used during the procedure. The patient did not have residual lithiasis and a stent was implanted and removed four weeks later. The patient required a percutaneous nephrostomy and was pending ureteral reconstruction at the time of this report. There are a total of 4 reports for the events: patient (B)(6) is for patient 1 and the soltive generator. Patient (B)(6) is for patient 1 and the soltive fiber. Patient (B)(6) is for patient 2 and the soltive generator. Patient (B)(6) is for patient 2 and the soltive fiber. This report is for patient identifier patient (B)(6) is for patient 2 and the soltive fiber.